Manufacturer narrative:
The device was unavailable for evaluation. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that while using the excelsius gps system, the case was aborted due to robotic error and completed with traditional methods. This event took place in italy.

Event description:
It was reported that while using the excelsius gps system, the case was aborted due to robotic error and completed with traditional methods. This event took place in italy.

Manufacturer narrative:
In response to this complaint, a field service engineer (fse) was dispatched to the account to perform maintenance on the system. The fse primary resolution stated "changed pib and performed all the functionality test according to procedure. System is fully operational and performing as designed.". After completion of the pib replacement, the system was fully operational and performing as intended. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The following sections were updated for this supplemental report: b4, d4, g6, h2, h6, h10.